Event description:
It was reported that a 3.0 x 18 mm vision was implanted. Then, during post-dilatation with another company's balloon catheter, the balloon ruptured when inflated for the third time and a dissection occurred. As a bailout, another 3.5 x 18 mm vision, the complaint device in question, was advanced through the guiding catheter when the stent implant dislodged from the stent delivery system (sds) inside the guiding catheter. In an attempt to collect the dislodged stent, the sds was inserted into the dislodged stent implant and the sds balloon was inflated inside the stent implant at a low pressure, thereby the stent implant was caught by the slightly inflated balloon and the stent was collected successfully. It is unknown exactly where the dissection occurred. No specific comment as to the dissection was obtained. In addition, the stent implant dislodged inside the guiding catheter proximal to the guiding catheter tip. There was no report of the sds meeting resistance with the guiding catheter. It was stated by the sales rep that air aspiration was probably not performed before the sds in question was advanced. No patient effects were reported. No additional information was provided. During device analysis balloon peeling was revealed.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible in the guide wire lumen, which is consistent with the sds advanced over the guide wire. The stent was stationary on the balloon but not between the markers. The proximal end of the stent was 9 mm distal from where it was originally crimped. This is consistent with the reported information that the sds balloon was used to retrieve the dislodged stent. The first two rows of distal struts were bent, which likely occurred during retrieval of the dislodged stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the accessory devices. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Analysis noted balloon peeling at the proximal balloon seal for a length of 9mm, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the procedure. It is possible that the balloon may have scraped against the guiding catheter or the dislodged stent, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.